Event description:
Clinical review/rationale: an impella cp was inserted via the left femoral artery to support the 34 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the pump placement the team had the patient supported by inotropes, vasopressors, and a vent for respiratory needs. Other medical history and comorbidities were not shared. The cp was placed but the signal was indicative of an obstruction. The physician re-adjusted the pump position as the thought was the pump was intermittently interacting with the mitral valve. When echo imaging was performed the pump was seen not to be interacting with the mitral but, rather it was tethered in the papillary muscle. Pump position was not re-adjusted. The team placed a foley catheter and discovered the urine color was changed and signs of hemolysis were also present with hemolyzed labs. The access site was also bleeding at this time. Manual pressure was held, which resolved the bleed for a time, but the bleeding persisted. After 2 days the team explanted the pump and replaced it by the placement of the extra corporeal membrane oxygenation (ECMO) to continue to provide support. The patient survived the harms during the pump support. Of note the patient was on antiplatelet medication, plavix, and the thrombolytic tka. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details. The cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details. The cause of the bleeding issue was most likely use-related, as resolution was noted after application of manual pressure and reversal of anticoagulation, based on the provided clinical details.

Event description:
The bleeding and hemolysis did resolve. Manual pressure and reversal of anticoagulation helped with bleeding resolution. The physician later expressed doubt about the hemolysis noting cleared urine, normal creatinine and stable platelets.

Manufacturer narrative:
B5: updated with additional information.